Event description:
The user_s hearing performance with the device is affected. The user experienced fluctuating hearing performance with the device in (B)(6) 2022 and then a sudden drop in hearing performance with the device. Now the user is not able to hear with the device at all. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. The investigation findings appear to match the content of the patient report. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user experienced fluctuating hearing performance with the device in (B)(6) 2022. Now the user is not able to hear with the device at all.